Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was identified as a safety and health complaint, not a reportable event. Steris has determined that the event is reportable. It was originally reported that a user of steris system 1 experienced nasal irritation and headaches following exposure to vapors following completion of a system 1 processing cycle. Steris determined that the incident was not reportable, as neither a serious injury nor death. Recently, steris received additional info suggesting that the user sought medical treatment for scabbing in the nasopharynx several weeks after the incident. It was also reported that pt's sense of taste and smell had been affected, and that pt had been prescribed medication for repeated infections.